Event description:
Peg tube had been in place for 6 months. Following 6 months of use, the gastroenterologist attempted to remove the tube according to the MFR's instruction. The peg tube was caught in the lower esophagus. The cardio-thoracic surgery dept was called to perform a rigid esophagoscopy to remove the peg tube from the lower esophagus. At the completion of the procedure, there appearerd to be a small laceration on the left-hand side of the pharynx which was caused by the peg. Pt was prescribed antibiotics. Pt has recovered. One pt involved.

Event description:
Additional info: in 2000, reporter stated the pt has recovered. Unknown antibiotic was used.